Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue with a cracked battery compartment. No additional information was provided. Attempts by the customer support to follow-up on the mater were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: a review of the pump history showed frequent low battery warnings. During a visual inspection of the pump, the battery compartment was observed to be cracked. Further testing was not able to be performed due to an unrelated blank display. The unrelated blank display issue was reported on medwatch report number 2531779-2015-18622. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.